Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pocket a5 drawer 1.1 failed to eject. The customer confirmed that after restarting the system, the entire drawer and every pocket within it failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.